Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: na.

Event description:
Customer reported low blood glucose symptoms with result of 60 mg/dl obtained on the aviva system at 14:16. Customer self treated with juice and tested 156 mg/dl at 14:35. Low blood glucose symptoms continued, and customer tested 71 mg/dl at 14:36. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.